Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, dashes (---) were noted for some parameters. Base rate programming, emergency vvi, and a microprocessor download were all unsuccessful. A programmer successfully restored return to standard values, but additional parameter changes were unsuccessful. Therefore, the device was replaced.